Manufacturer narrative:
B.3. Updated.

Manufacturer narrative:
PMA/510k updated.

Event description:
The following information was reported to gore: on (B)(6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 80mm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 a cta revealed the aneurysm measured 85mm on (B)(6) 2018 a type ii endoleak originating from lumbar branches originating from the right internal iliac artery was reported. The aneurysm measured 102mm by cta. On (B)(6) 2019 a reintervention took place. Initially micro-navigation was attempted to access the aneurysmal sac, but this was not successful. Therefore the right internal iliac artery was embolized.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Additionally it states: users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following information was reported to gore: on (b)(\6) 2014 a patient underwent treatment of an abdominal aortic aneurysm measuring 80mm with gore® excluder® aaa endoprostheses. On (B)(6) 2018 a cta revealed the aneurysm measured 85mm. On (B)(6) 2018 a type ii endoleak originating from lumbar branches was reported. The aneurysm measured 102mm by cta. On (B)(6) 2019 a reintervention took place whereby the right internal iliac artery was embolized.